Event description:
It was reported that while stimulation was turned on and off device 'shorted' the day before this report. Patient had 'like electric shock' that went down legs and buttocks which resulted in 'excruciating' pain. No know accident or incident related with symptoms. Patient turned off device and was taking oxycodeine and using lidocaine patch for the pain. Pain was constant going down patient's legs. Doctor would not see patient until two days after this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's system was explanted due to the pain she had been experiencing down her leg the last 6-9 months. The system was not replaced.

Manufacturer narrative:
Product ID 3889-28, lot# v295465, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial (B)(4) found no significant anomaly. The ins was functionally ok. Analysis of the lead model 3889-28 lot v295465 found no significant anomaly. The lead was cut through and the product segmented. (B)(4).